Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer's doctor tried to view the customer's blood glucose readings in the memory of the contour next ez, but was unable to find any. Although a test performed during the call was retained in memory, no other readings were found. There was no allegation of an adverse event. The customer was advised to return the meter for evaluation. A new meter was sent to him.